Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 230mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer also reported having previous blood glucose levels of 484mg/dl and over 600mg/dl. Customer treated with manual injections. Troubleshooting occured. It was found that the customer had small air bubbles in their reservoir. No additional information was provided.